Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump 's bolus wizard estimate did not take into account the active insulin in their body. Customer modified the correction manually. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Troubleshooting was not completed as the customer was going to upload their pump to carelink. The insulin pump will not be returned for analysis.